Event description:
Previously reported as explanted due to a j retention wire fracture without protrusion. Device analysis confirmed complaint. June 1997 fluoroscopy screening was re-evaluated by the physician. The j retention wire was reported to be fractured with protrusion through the outer polyurethane insulation.